Event description:
Additional information received 18sep2024: there is no longer report of endoleak at the 2-year follow-up and this complaint therefore only handles the reported event of thrombus. The casebook reports that the patient dies at a later stage after an infection.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref#: (B)(4). After investigation the event is no longer considered reportable to FDA as no device malfunction or deficiency occurred. Summary of investigational findings: an 80-year-old male (ID: (B)(6) was routinely treated for a saccular thoracic aortic aneurysm on (B)(6) 2020 with placement of a zta-p-30-109 (complaint device) in zone 5 (mid descending aorta co celiac). Data is retrospectively collected for the post-market clinical follow-up study (B)(4). Access to target lesion and deployment of the device was considered successful. Pre-existing conditions included coronary artery disease and previous myocardial infarction. Patient is reported to be on anti-coagulants through the follow-up period. No adverse events were noted on the follow-up 1-, 6- and 12-months follow up visits. On the 2-year follow up visit (on (B)(6) 2022), thrombus formation is noted in the zta-p-30-109. No evidence of device issue is noted. The stent graft was still patent. The thrombus was not treated and was unresolved at time of death. Patient is reported to die on (B)(6) 2023 of bacillus calmette-guérin (bcg)-itis at the aneurysm site including osteomyelitis, causing fistula formation and thereby pulmonary bleeding (related complaint). This complaint concerns thrombus formation. Thrombus formation is a listed adverse event that may occur and/or require intervention with either the zenith alpha thoracic endovascular graft or the implantation procedure. Images were not provided for investigation. The exact cause of the thrombus information cannot be determined based on the reported information. Nothing indicates a fault condition of the device, why the cause is assessed to be a side-effect possibly related to patient medical condition as no thrombus formation were seen prior to the 2-year follow-up and the patient being on anti-coagulant medication. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: 2-year follow-up visit (27/jun/2022): date of imaging: 07/10/2021 endoleaks: unknown type = yes. From follow-up CT/MRI, patency: is there any evidence of thrombus? = yes. From follow-up CT/MRI, device assessment: is there evidence of device issue(s)? = yes proximal component (zta-p/pt-) = yes. From follow-up CT/MRI, device assessment, type(s) of device issue: other: endoleak patient outcome: was a new secondary intervention performed to treat the endoleak(s)? No.